Event description:
It was reported that when the devices were used during a laparoscopic hernia repair, the devices delivered malformed staples. Another device was used to complete the cases. There was no consequence to the pt's